Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual inspection of the returned multi-axial screw was performed and found the screw to have several lacerations across the screw seat. The screw seat was also found to be "locked" at approximately 12 degree angle from the screw shaft axis. There are no observations of breakage or failures found on the screw. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2011. The probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity.

Event description:
It was reported that the screw required revision surgery due to post-operative position movement. The screw was removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.